Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor was making a punction in rectum and the needle broke around 3cm and bent at the distal tip. All parts were retrieved from patient. Only the broken part was kept for analysis. As per completed customer complaint form:: "punction of a lesion in rectum and needle broke in the lesion. All parts have been removed from patient. Patient is ok".

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: doctor was making a punction in rectum and the needle broke around 3cm and bent at the distal tip. All parts were retrieved from patient. Only the broken part was kept for analysis. As per completed customer complaint form: "punction of a lesion in rectum and needle broke in the lesion. All parts have been removed from patient. Patient is ok."

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Only distal end/part of needle from device of lot c1532031 of echo-hd-3-20-c was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation. A kink was observed at the distal end of the needle. The needle was also found to be broken distally which would have been a cascading effect of the needle kink. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1532031 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1532031. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent and needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible cause could be attributed to penetration of the target site difficult and scope in a flexed position leading to a distal kink which in turn led to the needle breaking. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken part of the needle was removed from the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: doctor was making a punction in rectum and the needle broke around 3cm and bent at the distal tip. All parts were retrieved from patient. Only the broken part was kept for analysis. As per completed customer complaint form: "punction of a lesion in rectum and needle broke in the lesion. All parts have been removed from patient. Patient is ok.".

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.